Manufacturer narrative:
Results: two unused samples (one for lot # 6075688 and one for lot # 6028558) in sealed packages were returned for evaluation. A visual inspection revealed no damage or safety activation. As previously reported, a review of the device history and manufacturing records for both of the reported lot numbers revealed no irregularities. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Two lot numbers were provided for this incident. The information for these lot numbers is as follows: medical device lot #: 6075688, medical device expiration date: 3/31/2020, device manufacture date: 3/15/2016. Medical device lot #: 6028558, medical device expiration date: 2/29/2020, device manufacture date: 2/28/2016. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after inserting a 22 g x 0.75 in. Bd saf-t-intima IV catheter safety system, the introducer did not retract into its cover leaving the introducer exposed. This occurred four separate times while inserting the device subcutaneously but the dates/times for each incident was not provided. There was no risk or impact on patient or staff, report of injury, or medical intervention.

Manufacturer narrative:
Results: a sample was sent for evaluation on 1/19/2017 but has not yet been received. A no sample investigation was completed on 1/5/2017. During this investigation, a review of the device history record revealed no irregularities during the manufacture of the reported lot numbers 6075688 and 6028558. A manufacturing review indicated that there is no equipment, instrument, process, or surfaces that could cause the customer's indicated failure mode. Conclusion: a conclusion is not yet available as the sample evaluation is still in progress. Once the samples have been received and evaluated, a second supplemental MDR will be submitted.